Event description:
"On (B)(6), I reached out to (B)(6) at (B)(6) to obtain patient information missing from the implant form, (B)(6), confirmed that the patient is deceased, and had passed away on (B)(6) 2019. The case was performed (B)(6) 2019 patient had a tevar procedure performed on that day, (B)(6). Multiple comorbidities including previous arch repair with another company's device. No issues with delivery of our device or device performance peri-operative or post-operative. Patient was alive at time of completion of surgery and passed away, I believe 5 months post-surgery, with no cause of death known on my end." Patient outcome: "the patient was alive and well, after the procedure was performed on (B)(6) 2019. Phone call from (B)(6): (B)(6) 2019: no pre-case planning/endosize due to emergent/urgent case. Physician states death not related to device. No additional information available."